Event description:
It was reported that the pump and catheter were removed due to infection. The pt had cancer and used an infusaport. The pt's infusaport was infected and removed and the pt was placed on antibiotics. The antibiotics were thought to have calmed the infection at the pump because it was not red or showed any signs of infection. The pump pocket was revised because the pump was loose in the pocket. The infection was found when the pocket was incised. The drug, dosage and concentration were unknown.

Manufacturer narrative:
(B)(4)